Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that male portion of the luer lock adapter of an unspecified quantity of interlink system non-dehp t-connector extension sets were damaged which prevented the connection to the catheter hub. This was noticed while attempting to connect the t-connector to catheter hub during vascular access. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.